Event description:
The customer reported that the work station will boot, but the generator never comes online.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number (B)(4). The ge service rep received and replaced the sram card. He booted the system and performed a function checked and the system performed as desired. The battery in the failed sram was good. The sram was replaced less than one year ago which indicates there may be another problem with the system. The system is end of life and a limited amount of resources are available. We suggested the possibility of trading the system in on a new 9900. This case is complete.